Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; unknown endoleak, relining with a non-endologix device, and rupture. Additionally there was evidence to reasonably support the following observations; left common femoral artery, right groin seroma, endoleak type ii from the l2 lumbar artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and type of endoleak could not be determined due to a lack of relevant medical records and imaging surrounding the event. No procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: endoleak of indeterminate origin, aortic rupture, and a secondary endovascular procedure (relining with a non-endologix graft). Procedure related harms from the index procedure included: access site complications. There was no device related issue involving the type ii endoleak seen at 1 month post implant this cautionary product use condition, patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. The final patient disposition was reported as successful endoleak resolution and no additional negative sequelae reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
It was reported that the patient was implanted with two suprarenal, lone imb extension, and two infrarenal stent grafts to treat an abdominal aortic aneurysm in (B)(6) 2012. The patient returned (B)(6) 2017 with a potential rupture of the aneurysm. It was unclear whether the endoleak was a type iiia or iiib. An intervention was completed on (B)(6) 2017 where the physician relined with a medtronic endurant stent graft to successfully resolving the potential rupture and potential leak. There were no additional patient sequelae reported.